Event description:
Utilizing davinci robotic gia blue load and green load staplers to resect lung mass. After firing the final stapler, the stapler would not open. Tried to go through the manual release protocol. This did not work. Then utilised an ethicon endo-gia stapler and stapled around on either side of the stapler that was jammed and then were able to remove the stapler through the ports. There was no harm to the patient.